Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for mlp-020673 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to heart failure. The patient was hospitalized for a transcatheter aortic valve replacement (tavr). However, the patient's health was declining and they were discharged on hospice. The left ventricular assist device (lvad) was deactivated a few days after discharge. Heart failure was thought to be due to the progression of the disease. An autopsy was not performed. The device was not explanted.